Event description:
Evaluation summary the device was returned to medtronic for analysis. It was noted that the hypotube of the device was kinked at 20cm and 39cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. It was noted that the stent was severely deformed between the distal and middle sections. The 1st , 4th and 5th distal segments were stretched and deformed.

Event description:
It was intended to use an endeavor sprint 2.75 x 18 mm rx drug eluting stent during the procedure. Preparation of the device was completed before use. During positioning of the stent in the vessel, resistance was noted. While attempting to pass the stent through the calcified lesion, the stent became damaged on it's edge. Another stent used instead. No reported patient complications.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (calcified lesion). No results available since no evaluation was performed (device or procedural images were not returned for review) evaluation conclusions: inherent risk of procedure (stent deformation). Device failure related to patient condition (calcified lesion). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).